Event description:
A customer observed falsely elevated trop I results for a patient sample tested on the eci analyzer. The biased results were reported and questioned by the physician. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that despite the analyzer generating a spread check error code, the customer reported a result. Qc results were acceptable and datalogger analysis showed no evidence of analyzer malfunction. Precision testing showed acceptable system performance. The root cause of the results being reported is user error. The root cause of the biased result was not determined.